Manufacturer narrative:
E1: updated initial reported country to (B)(6). H3/h6: one device was returned for evaluation of complaint that the device had downstream occlusion error. Review of event history was performed. Review of service history found event was not related to previous repair. Visual evaluation found crack on downstream occlusion (dso) seal. This indicates that the integrity of the downstream occlusion seal was compromised and is a reportable malfunction. The dso seal was replaced. Functional testing was performed, and root cause was dso pressure is 7.8 psi, out of spec (9 to 27 psi). Performed dso and upstream occlusion (uso) calibration and preventive maintenance.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion error. There was patient involvement but no patient harm reported.